Event description:
Nurse pulled product (huber needle 19 3/4 sh19-75 or 19 x 1 sh19-100 by bard access and noticed defective connector. Product was not used. I found out who the nurse was..it was (B)(6). She never used it on a patient, when she pulled it out, she noticed the defect. She did not save the packaging. It was placed in my box, with a note. (B)(6).